Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft3. Refer to the medwatch with (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer and the initial results were reported outside of the laboratory. For investigations, the patient sample was then tested on an e170 analyzer and an e411 analyzer on 06/01/2016. Refer to the attachment for the specific patient result values. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 124419, with an expiration date of december 2016. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 124419, with an expiration date of december 2016.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was no additional sample volume remaining for further investigations.

Manufacturer narrative:
A new sample from the same patient was provided for investigation. Upon investigation, it was determined that the tsh, ft4 and ft3 values that were generated at customer site from the previous sample of this patient could not be reproduced. Upon further investigation , no interfering factor could be detected in the sample. Based on the provided information and analysis of the sample, a general reagent issue most likely can be excluded.